Event description:
The pt had been unable to test for three days. On the fourth day pt woke and attempted to test; however, the meter would only prompt the apply sample message. Pt began feeling hypoglycemic. As time elapsed, their symptoms worsended and pt passed out prior to eating. Their family member transported pt to the hospital, where a 34 mg/dl was obtained on the hospital meter. Pt was treated with juice and food. The following day, the pt experienced the same situation. The hospital meter read 42 mg/dl. The next day pt again was transported to the hospital, where they were treated for a blood glucose level of 57 mg/dl. The pt was unable to specify any other detail regarding the incident. The pt manages their blood glucose levels through diet and test 1 hour prior to every meal. Pt had acquired the meter from their family member 8 months prior to the incident. The customer care presentative (ccr) discovered that the pt was not using the correct technique and an incorrect calibration code was set. The ccr walked the pt through a retest and the issue was resolved. Therefore, there is no indication that the product malfunctioned. The pt did not allege harm. The event meets the criteria for a medical device reportable, as the pt experienced injury and medical intervention due to use error. Since the pt had been unable to test and delay self-treatment, contributed to their hypoglycemic episodes. Issue was resolved through troubleshooting. No products were replaced.